Event description:
A malfunction was reported with no notable events occurring beforehand, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was provided with pump reset information by technical support and planned to follow up to complete the reset process. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.